Manufacturer narrative:
Evaluation summary: the product was returned solution and blood were dried on the lens. Broken and bent haptic damage was observed. Results from the product history record review indicated the product met release criteria. The file indicated the use of a cartridge (no lot number provided). Not enough information was provided to conduct a review of the cartridge lot. The complaint lens diopter is outside the approved range for use in the cartridge that was used. The product investigation could not identify a root cause for the complaint of pc rupture and anterior vitrectomy. The returned lens was damaged. The root cause of the product damage may be related to a failure to follow the dfu. An unapproved lens/cartridge combination was used. The use of unqualified combinations of product may result in lens delivery difficulties or damage. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, the haptic broke causing a posterior capsule (pc) rupture. In a follow up, the surgeon reported there was a forceful entry of the iol, causing the pc rupture. The pc rupture was large enough to prevent another iol from being implanted, leaving the patient aphakic. The surgeon also reported the broken haptic did not enter the patient's eye. An anterior vitrectomy was also performed during he initial procedure. The surgeon reported he does not think the correct cartridge size was used during the procedure. The surgeon reported the event resolved with treatment, and will try to fit the patient in a contact lens. The surgeon indicated an unapproved lens/cartridge combination was used during the implant procedure.